Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to recurrent dislocations of the head from the liner. As the surgeon wanted to change the position of the shell, the shell head and liner were revised to a shell with 3 screws, 44f insert, and biolox head with adapter sleeve. The revision usage sheet was provided and the rep confirmed that no further information will be released by the hospital and surgeon.